Manufacturer narrative:
The reported event of nuisance air in line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
During a clinical practice consultant site visit the customer reported that they frequently encounter false or nuisance air in line alarms when no air or very small bubbles are seen. There was no report of patient harm.